Event description:
It was reported that the right atrial lead impedance was greater than 2000 ohms in the both the unipolar and bipolar configurations. Lead impedance increased dramatically from 510 ohms to greater than 2000 ohms in j (B)(6) 2010. The lead exhibited intermittent capture. A chest x-ray was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was also reported that the patient hunts with a shotgun and places the gun butt on his right shoulder which was where the implant pocket was. The pulse generator was moved from the left side due to a pocket infection.

Manufacturer narrative:
(B)(4) - review of quality records.